Manufacturer narrative:
The hcp confirmed that patient experience no harm due to swollen hearing aids but was not able to provide more information about the circumstances. There was no service history recorded for these devices prior to this event. Devices were returned to the manufacturer for analysis. Devices looked swollen but still worked perfectly fine and were charging. We opened the device and measured dimensions of electronic parts and housing parts and identified that electronic is fine and not swollen. Housing parts were not swollen but contracted at the centerline (between top and bottom housing part), which is the reason that it looked swollen. We installed this electronics into a new housing and all worked and looked fine. We strongly assume that this device got exposed to temperatures above 60°c (e.g. Microwave, oven) which caused deformation of the housing. The risk file already considers a risk of user drying hearing aids in a microwave or similar device and implements information for safety. The accompanying user guide specifies operating (+5 to +40°c), transport and storage (-20°c to +60°c) conditions and provides information on product safety such as to protect hearing aids from heat and to never use microwave or other heating devices to dry hearing aids. Based on the device analysis we concluded that the devices have not malfunctioned and we ruled out design issues. The swelling most likely occurred due to the use errors caused by a user's failure to pay attention to e.g. Instructions in the user guide.

Manufacturer narrative:
Manufacturer has initiated a follow up to establish details of the incident and whether the patient has suffered any harm. Manufacturer has requested the device for analysis. This is the initial report. Follow up report will be submitted upon receipt of further information.

Event description:
It has been brought to the manufacturers attention that the hearing aids (phonak audéo p50-r sn: (B)(6)) are swollen. There has been no patient inury or other health symptoms reported.